Manufacturer narrative:
This electrode is still with the hospital facility.

Event description:
It was reported that the patient was in a motor vehicular accident and their electrode had migrated. Due to the electrode migration, the patient had received an inappropriate shock. The patient had a revision procedure, but subsequently had the electrode explanted and replaced. No additional adverse patient effects were reported.